Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump battery could not be charged despite attempting multiple times with different cables, adapters, and usb ports. The customer¿s blood glucose was 350 mg/dl. The customer reverted to an alternate method of insulin therapy.